Event description:
It was reported that the pt had infection. Dr. Removed all implants and replaced them with a cement spacer until the infection is gone.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. No further info is available at this time, although it has been requested. If add'l info becomes available, it will be submitted in a supplemental report.